Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device experienced wear of the tissue pad. This issue occurred during unspecified therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ultrasound was output with the gripping part closed without gripping the tissue (including after the tissue was cut) due to a component failure. Olympus will continue to monitor field performance for this device. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the ultrasound was output with the gripping part closed without gripping the tissue, including after the tissue was cut. Olympus will continue to monitor field performance for this device.